Event description:
It was reported that the patient had an implantable neurostimulator (ins) and was kept overnight because it "would not start". The patient had another device implanted the next day. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).